Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
Patient was undergoing thoracentesis with " pre-source standard thora para catheter drainage system. During the procedure there was spontaneous disconnection between the catheter centesis and three way stop-cock leading to inadvertent transient pleurocutaneous fistula and introduction of air into the pleural space. Luckily it was promptly identified and corrected but not before air introduction had occurred. This is lead to a pneumothorax.